Event description:
It was reported that the patient was hospitalized within two weeks of implant due to worsening of patient condition. The patient experienced atrial arrhythmia paroxysmal, palpitations, tachycardia, and spontaneous conversion into sinus rhythm. The patient was released after two days and the device remains in use. The patient was enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.